Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad issues. The customer's blood glucose level was unknown. The customer reported that the keys were not responding. The customer reported that the key do not always respond. They stated that the time on the insulin pump advanced. The customer also reported that the insulin pump had rejected new batteries quite a few times, the act and escape and the light buttons had to be pressed multiple times to work and the insulin pump squirted out insulin when priming. The customer stated that it was difficult to take plunger out of the reservoir and it got stuck. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery test alarm or prime or fill anomaly due to unresponsive button. The test reservoir locked in place properly and no anomaly noted. (B)(4).